Event description:
Davinci cautery hook hinge broke and bent laterally on the davinci arm. This break did not allow the arm to be removed from the inside of the patient through the cannula. The surgeon had to cut the threads that attach the hook portion to the arm in order to get the arm free and out. The hook tip was removed and the arm was removed, both pieces fully intact.